Event description:
The implant system did not work. The external parts were replaced, but the pt still did not respond to sound. At the clinic, 2 consecutive telemetry measurements read 'poor coupling to the implant'. Despite this, another processor was programmed. The pt still did not respond to sound.